Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was received and evaluated by the manufacturer. It has been confirmed that the ventilator inoperative alarm had been recorded in the error log. It was confirmed that the occurrence of ventilator inoperative alarm caused by e-17 and the reboot caused by e-95 had been recorded in the drpt. Main pca/circuit board was replaced.